Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead was found to have caused a microperforation. Lead helix was noted to be through right ventricular apex. Lead remains in service.